Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging allegation of kidney. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 12/06/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging allegation of kidney. Medical intervention was not specified. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.). Section b2 was corrected to blank. (Previously, it was other serious or important medical events.). Section h1 was changed from serious injury to malfunction. Section h6 health effects: health effects - impact code was corrected.